Manufacturer narrative:
(B)(4). Reporting source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an inspection member found the sterile package was deformed due to impact of the inner stem during distribution. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported deformation of the packaging was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device evaluation found that the sterile barrier was not breached; therefore, this is no longer considered a reportable event.

Event description:
No further event information available at the time of this report.